Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients ipg was causing discomfort and bothersome to the location. Patient no longer wanted to have the system. To address the issue patient underwent surgical intervention where the ipg was explanted, which addressed the issue.